Event description:
Boston scientific received information that the patient implanted with this pacemaker and another manufacturer's right ventricular (rv) lead experienced syncope and presented to the hospital. Interrogation of the device revealed a low out of range rv pacing impedance measurement less than 200 ohms that resulted in activation of the lead safety switch (lss) feature. Additionally, noise was observed on the rv lead in unipolar configuration that was oversensed resulted in greater than two seconds of pacing inhibition. Boston scientific technical services (ts) discussed troubleshooting options. This product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.